Manufacturer narrative:
Unit alarmed a33 during displacement test due to motor with excessive axial play. Unable to perform functional test including the basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, self-test, unexpected restart error test and displacement test due to compromised force sensor alarms. No cosmetic damage noted.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 300 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Customer was advised that insulin pump would need to be replaced.